Event description:
The facility representative reported a colleague infusion pump alarming advance air. This condition was found during delivery in the obstetrics department. This condition may have interrupted delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 6.13.90 - colleague 2006 remediated.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump alarming advance air was confirmed during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.